Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that after the revision surgery of the pulse generator due to end of service, high lead impedance was observed. Diagnostics at the time of surgery were within normal limits. Based on the information available from the patient's programming history, an intermittent lead fracture is present. No diagnostic history is available from the patient's previously implanted pulse generator. It is unknown at this time if the patient will have revision surgery. Good faith attempts to obtain additional information have been unsuccessful to date.